Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the motor error or no delivery alarms due to the blank display. The insulin pump had a cracked case at the display window corner.

Event description:
The customer reported a motor error alarm, no delivery alarm, a crack on the screen and moisture underneath the screen. Advised that the insulin pump would be replaced. Nothing further was reported.